Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan result on the adc device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was treated with 2 units of insulin (type unspecified) by a family member. However, the customer experienced weakness and dizziness. A scan result of 19.60 mmol/l on the adc device was compared to a glucose reading of 1.90 mmol/l from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The length of sensor wear was 12 days. The customer then received "water with 4 spoons of honey" provided by a non-healthcare professional as treatment. The customer's health improved and their glucose level rose to 10 mmol/l. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The reported product is not expected to be returned as the customer indicated product could not be returned due to [customer unwilling]. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan result on the adc device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was treated with 2 units of insulin (type unspecified) by a family member. However, the customer experienced weakness and dizziness. A scan result of 19.60 mmol/l on the adc device was compared to a glucose reading of 1.90 mmol/l from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The length of sensor wear was 12 days. The customer then received "water with 4 spoons of honey" provided by a non-healthcare professional as treatment. The customer's health improved and their glucose level rose to 10 mmol/l. There was no report of death or permanent impairment associated with this event.